Event description:
Dexcom g6 sensor inaccuracy: 3:14pm g6 reading 195, finger stick reading is 124. That is a mard of 57.3%, which is outside the allowed 20% range. Inserted on (B)(6) 2024; activated on (B)(6) 2024.

Event description:
Dexcom g6 sensor error > 3 hours. Replaced sensor. Additional information received from a reporter for a report #mw5159446 on 09/11/2024.